Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported the lead exhibited high thresholds and low sensing. The lead could not be repositioned and was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.